Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low bg level of around 50 (mg/dl). Reportedly, customer administered a manual insulin injection while also being on the pump which they believed had caused the low bg. Customer consumed food to stabilize bg level. Recommendation was made to consult with health care provider to discuss diabetes management.